Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the tension gauge broke in 4 pieces during surgery (all pieces recovered), the flexion gap was tight, so the surgeon force it and it broke.